Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reported a battery issue on the device. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 18jul2020, b4: 14sep2020. Due to the reported battery issue, a new lithium battery was ordered and used to replaced the defective battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.